Event description:
It was reported that the balloon ruptured. The 90% stenosed de novo target lesion was located in the severely calcified and moderately tortuous left circumflex artery. The lesion was predilated with a non-compliant balloon at nominal pressure. A 2.75 mm x 20.00 mm agent dcb then advanced and burst when upon initial inflation at 8-10 atm for 90 seconds. Per the physician, this issue occurred due to a calcific nodule at the lesion site. A cutting balloon was introduced follow by another drug coated balloon to treat the diseased segment. The procedure was completed and the patient fully recovered with no patient complications.